Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized twice due to low blood glucose. The blood glucose reading was 31 mg/dl at the time of hospitalization. Customer stated that his insulin pump was over delivering. Customer stated that he was sleeping and he woke up with very low blood glucose because his insulin pump was giving too much insulin. Nothing further was reported.